Event description:
It was reported via repair work order that the auxiliary power cord insulation was damaged with exposed wires. No adverse consequence or clinically relevant delay in treatment was reported.